Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving saline (pfns, pbs) at 0.05 mg/ day) via an implantable pump. It was reported that the pump and catheter were explanted on (B)(6) 2025 because the patient developed a headache and fever associated with meningitis. The patient was admitted into a hospital on (B)(6) 2025. The system was explanted without a company representative (rep) knowledge. The patient did not experience any falls or had any injuries. On (B)(6) 2025, the bloodwork came back positive for meningitis. The system was discarded after a removal. The patient had recovered and healed. On (B)(6) 2025, a new pump and catheter was implanted. The issue was resolved. The healthcare provider and the company representative do not have any additional information regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 21-nov-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.